Event description:
Healthcare professional additionally reported a "deflation/slow leak."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and late seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and late seroma.

Event description:
Healthcare professional reported a right side late seroma and capsular contracture, baker grade iii with pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, void >1 mm in non-textured, wear abrasion and one linear opening. A microscopic analysis and leak test were performed which identified: two openings striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is two openings striated assessed as surgical damage.

Event description:
Device has been explanted.